Manufacturer narrative:
Product eval: the facility biomedical technician called the company technical support specialist (tss) to assist with troubleshooting. The biomedical technician stated the surgeon may be referring to poor I/a aspiration. The biomedical technician stated the system set-up with the /a handpiece is functioning normally. The biomedical technician tested the system and was unable to duplicate poor aspiration. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
The biomedical engineer reported that I/a was not working during the procedure. The procedure was completed by exchanging the system. There was no pt harm.